Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the rep. The patient reported that they received the new recharger antenna, however they were still unable to get any coupling boxes shaded. The patient reported performing an antenna locate and getting 36 and 44, however no boxes were highlighted. The patient reported that the ins potentially shifted and seems concave. The patient reported they haven't touched the ins too much because it was still too sensitive to touch. The rep reported that the patient was seen by the hcp on (B)(6) 2017 and they tried the hcp recharger but still couldn't connect with the ins, however the clinician programmer connected just fine. The rep reported that the clinician programmer showed no open/short circuits and therapy output had been working flawlessly. The hcp reported that the ins was subq and not too deep. The rep indicated that they were thinking about replacing the ins. The rep reported that surgery was scheduled for (B)(6) 2017. The patient confirmed that there was nothing wrong with the ins itself, but that the problem appeared to be with the ins location. The patient reported that the ins battery was flipped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product(s): product ID: 37791, lot# serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). It was reported that on (B)(6) 2017 the patient underwent surgery to correct the issue. Upon opening the pocket to the ipg, it was determined that the ipg was flipped with the back of the device facing forward. This was corrected and the device was tested with the 8840 clinician programmer to confirm the device was improper working order with regard to the delivered therapy, as well as with the 37651 recharger to ensure that proper charging was taking place. The system was found to be functioning properly in every way, so the ipg was re-implanted and not removed. The issue was resolved at the time of the event, with no changes made to the existing equipment. The patient's weight was unknown. No further complications were expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was having trouble recharging their ins. The caller stated that they had been charging twice a week. It was reported that everyday until yesterday since they had turned the ins on they had been able to get 4, 6, or 8 boxes. But yesterday, the most they received was 2 boxes about 2 or 3 times and they knew that wasn't strong enough charge so they repositioned the antenna and were unable to get any boxes. Troubleshooting was performed. The patient noted the ins seemed tilted down because it was not flush to the skin. The patient also stated that it seemed deeper in one corner. Repair was notified and a replacement antenna and adhesive discs were ordered. Patient services specialist (pss) reviewed to have the patient follow up with their healthcare provider (hcp) if this did not resolve the issue. No patient symptoms or further complications were reported as a result of this event.